Event description:
The customer reported being in the emergency room due to high blood glucose of 900mg/dl. The customer stated that they discovered the infusion set was not actually inserted into her. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with stripped battery cap at the coin slot and cracked battery tube threads.